Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via outreach survey, that the customer has had instances where the threshold suspends gone off without the customer being low. The customer states the sensor saying they were under 50 mg/dl, when they were really 310 mg/dl. The customer's blood glucose at the time of incident was unknown. Nothing is being returned.